Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had the act button was harder to respond and had a crack on the top of side near battery cap. The customer declined to provide their blood glucose levels. No further details were provided. The insulin pump will not be returned for analysis.